Manufacturer narrative:
Other text: the returned isa module was evaluated. The module was found to have flow rate of 8 ml/min which is outside the specification of 50 ± 10 ml/min. This resulted in the module to sometimes not pick up measurements or caused the acquired waveform to change slowly with the co2 sampling. In this condition, accuracy testing could not performed. Health effect impact code: no adverse event, no patient impact.

Event description:
The customer reported a "pump issue" with the isa as "pump flow [was] 0.018 l/min (0.050), [and] results [were] 5.5% (6%)." There was no patient impact or consequence reported.